Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds in unipolar and bipolar modes. The lead was capped and replaced, and no patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv exhibited lower inconsistent threshold values, varying and gradual rise in impedance and was explanted.